Event description:
The customer's parent reported via phone call that they had a keypad anomaly. The customer's parent stated the up button was unresponsive. It was also found the up arrow button was scrolling through the numbers when the customer attempted a bolus. Customer's blood glucose was 153 mg/dl. The customer's parent could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broke belt clip slot and cracked reservoir tube lip. The numbers do not ramp up on its own or scroll bar moving with no input.